Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable no longer charged the pump. The customer's blood glucose level ranged from 144-145 mg/dl. The customer was able to successfully charge the pump with an alternate usb cable.